Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. A bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, ten scissored clips were formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, scissoring occurred at the 2nd firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.